Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has an open wound between the front te pad and the left electrode caused by the garment. There was no alleged device malfunction contributing to the irritation. Patient was recommended to remove the lifevest for periods of time by a physician. Follow up indicated that the skin is improving.